Manufacturer narrative:
Complaint no: (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient had a connection issue with their transfer set. The transfer set fell apart. The transfer set was replaced. The old set was discarded. The patient was given antibiotics as a precaution. There was no patient injury or medical intervention associated with this event. No additional information is available.